Manufacturer narrative:
Philips service cleaned and adjusted the pedal contact switch and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that wireless foot switch response was poor during lateral fluoroscopy on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.